Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Were there any pre-existing signs/symptoms of active infection prior to index surgical procedure? Date - time of onset of vaginal infection from the index surgical procedure? Were cultures performed? Results? What was in surgeon¿s opinion a cause of recurrent vaginal infections? How was infection treated? When was the mesh exposure first noted by a physician? Provide a date of mesh excision procedure? Was there any deficiency or anomaly of the mesh? If yes, please describe. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will the product be returned? Date of shipment and tracking information?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Post-op, the patient experienced recurrent vaginal infections and mesh exposure was found on examination at site of incision. The patient underwent a local excision of the exposed mesh with a good result and no further problems. Additional information has been requested.